Event description:
Enseal device changed in between 2 generators, both said "replace device" after multiple misfires and message posted to reposition and reactivate x 2 attempts, then display showed replace device.======================manufacturer response for enseal, enseal (per site reporter).======================emailed manufacturer--requested report after inspection.